Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 500 mg/dl and manual injections were administered to address bg. Customer did not know cause of elevated bg. Infusion set was changed. As tandem technical support was not contacted at the time of the event, a cause could not be determined.